Event description:
It was reported the patient presented for an in clinic follow up with an elevated heart rate. During interrogation it was observed the leadless pacemaker was voo pacing with magnetic resonance imaging (MRI) mode on, though no MRI was completed on this patient. The MRI mode was disabled, and the device went back to normal parameters. The patient was stable.

Manufacturer narrative:
The device is subject to the aveir unexpected and inadvertent mode change action issued by abbott on 03 april 2024. This event is pending a correction/removal reporting number.